Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe and needle was missing the cap. This occurred on 7 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: there is no cap needle in 10ml syringe. Updated info: could you please explain how customer noticed syringe product comes with missing cap? The customer observed the syringe with missing cap before use (visually checked). Is the syringe packaged individual / isolated from others? No. The syringe packed with others. Only 1 syringe doesn¿t have the needle cap. Was customer exposed to the needle? If yes, is the needle in contact with end user? No. The customer found it before opening the package.

Event description:
It was reported that bd¿ syringe and needle was missing the cap. This occurred on 7 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: there is no cap needle in 10ml syringe. Updated info: could you please explain how customer noticed syringe product comes with missing cap? The customer observed the syringe with missing cap before use. (Visually check). Is the syringe packaged individual/isolated from others? No. The syringe packed with others. Only 1 syringe doesn¿t have the needle cap. Was customer exposed to the needle? If yes, is the needle in contact with end user? No. The customer found it before opening the package.

Manufacturer narrative:
H.6. Investigation: one sample was returned to sbdm, lot number is 1812182. Visual inspection of returned sample: sbdm found needle without cap in the returned sample. House sample inspection: sbdm inspected 10 pcs each from lots 1812172, 1812182 and 1812192, no defective products was found. Device history record review: sbdm reviewed the manufacturing record for lot 1812182, no abnormality observed. There was no issue as per incoming inspection of joint force between needle & cover (functional inspection) and needle assembly (visual inspection) for the bulk needle. Root cause: from investigation, the likely cause for needle without cap in the complaint sample occurred in the assembled syringe supply line. This is because needle and cap were disassembled while supplying assembled syringe to packing line due to vibration of supplying machine. The packing process inspector missed the needle without cap, and it caused the complaint case. Sbdm has in house CAPA-19-026 in place to monitor defect.